Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 69 mg/dl. Troubleshooting was done. The customer was assisted to perform high pressure test and the insulin passed. It was found in the alarm history that the insulin pump alarmed no delivery. Customer reported the alarm was resolved by a complete set changed. Customer was not able to do troubleshooting for no delivery due to customer had changed out the infusion set. The customer was advised to call back when alarm occurs in order to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.